Event description:
Customer reported the horizontal brake is loose and will not lock and that the ethernet connection is loose. No pt injury was reported.

Manufacturer narrative:
System repaired by customer. This MDR is related to ge healthcare complaint number.